Event description:
En4100 implanted 2009. Revision surgery five months later. A pt was treated with the subject device to repair a clavicle fracture. The device appears broken in the x-ray. No details are known. Lack of healing. Pt complains of pain. Explant has been requested. Most probable cause is pt noncompliance with post-op mobility restrictions.